Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) no error code observed. Mixing pump was found to be weak. Mixing pump was replaced. It was reported that the per wo evaluation, the arctic sun device did not fill up. Device underwent pm procedure. Circulation pump was replaced. Heater, drain valves were replaced. Cleaning, inspection, functional check, water replacement, passed calibration, est, mtk. Device passed all applicable testing. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Complete initial reporter phone number: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per wo evaluation, the arctic sun device did not fill up. Circulation pump was defective and mixing pump was too weak.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter phone number: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per wo evaluation, the arctic sun device did not fill up. Circulation pump was defective and mixing pump was too weak.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) no error code observed. Mixing pump was found to be weak. Mixing pump was replaced. It was reported that the per wo evaluation, the arctic sun device did not fill up. Device underwent pm procedure. Circulation pump was replaced. Heater, drain valves were replaced. Cleaning, inspection, functional check, water replacement, passed calibration, est, mtk. Device passed all applicable testing. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: f, h. Complete initial reporter phone number: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per wo evaluation, the arctic sun device did not fill up. Circulation pump was defective and mixing pump was too weak.